Manufacturer narrative:
The report of the autopulse platform (sn (B)(6) displaying a system error, out of service, revert to manual CPR message was not confirmed during functional testing and archive data review. The platform performed as intended. No device malfunction. Per archive data, the last time the autopulse platform was used or powered on by customer on (B)(6) 2020 and no system error was recorded. Per customer, the problem occurred date was on (B)(6) 2020 and there was no evidence on the archive data showing that the platform was used on the customer reported event date. Probably, the customer reported on a wrong platform. Unrelated to the reported complaint, bent battery lock, cracked top cover and cracked short black cover was observed during visual inspection. Root cause were likely attributed to mishandling such as a drop. During initial functional testing, no issues were observed. However, during the load cell characterization check it identified a defective load cell. This observation is not related to the reported complaint. The cracked cover and defective load cell were likely attributed to mishandling such as a drop. During archive data review, no issues were observed. After replacement of load cell, battery lock, top cover and short black cover, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The platform passed all functional tests and is ready for clinical use.

Manufacturer narrative:
Zoll has not received the autopulse platform (sn (B)(4)) for investigation. A follow-up report will be submitted when the platform is returned and investigation has been completed.

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed a "system error, out of service, revert to manual CPR" message upon power up. No patient involvement.